Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) episodes on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by far field p wave oversensing. No programming changes were done and the device will be monitored going forward. The patient was in stable condition.

Event description:
New information received notes implantable cardioverter defibrillator is still causing far field p wave oversensing. No programming changes were made. The patient was in stable condition.